Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: the hamilton-t1 ventilator (pn 161006 / sn (B)(6) was alarming "exhalation obstructed" on (B)(6) 2026. Patient involvement, but no medical intervention and no patient, user or third-party harm was reported.